Event description:
An IV was started in emergency department and the pt was sent to radiology for a chest CT. After the CT procedure, the radiology tech re-entered the room. They observed a clear liquid on the floor and the IV catheter and tubing was also on the floor; however, the catheter material itself was missing. They looked all around the floor and on the pt and never found the catheter, only the catheter hub and attached tubing. The hospital personnel assumed the catheter broke off in the pt since they could not locate it. A vascular surgeon was brought in and could not find catheter.

Manufacturer narrative:
Additional info has been requested. If additional info is received, a supplemental report will be submitted. (B) (4)